Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery voltage was below the level indicated for implant. The device was not used. There was no patient involvement.